Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set disconnected from a non-dehp micro-volume extension set during patient infusion. The was filled with milrinone. There was no report of patient injury or medical intervention associated with this event. No additional information is available.